Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on april 01, 2024.